Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: opening, crease fold, delamination of the diaphragm valve and opening crack. Leak test was performed and found delamination in diaphragm valve . A microscopic analysis was performed which identify delamination of the diaphragm valve and striated opening in the anterior. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Opening. Delamination of the diaphragm valve assessed as adhesive failure.